Event description:
It was reported that the patient presented for routine in-clinic follow up. Upon device interrogation, it was noted that the right ventricular lead exhibited failure to capture and failure to sense. A subsequent chest x-ray showed that the lead had dislodged and was pulled back into the pocket. The patient was scheduled for replacement and the lead was explanted. The patient was stable.